Event description:
The patient contacted animas on (B)(6) 2013 reporting that one time last year when they first started the pump she forgot to reconnect to pump and her blood glucose went over 500 mg/dl with moderate thirst. The patient stated that they realized she was not attached to pump, she reconnected and delivered bolus to correct. The patient stated that their bg returned to normal. This report is being made due to the patient¿s alleged hyperglycemic event that resulted from an inadequate connection the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the scripts states the event occurred one time last year. The black box contains dates from(B)(6) 2013. Black box and alarms history for last year have been overwritten due to continued use of the pump. Available black box and alarm history show no errors or alarms related to the complaint. The daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. Pump successfully passed a (B)(4) flow accuracy test. A pinkish contrast was observed on the display screen. A force sensor calibration check showed the pump is not detecting the correct force. The force sensor resistance was found to be in specifications. Investigators were unable to duplicate the complaint, the pump information for the complaint date has been overwritten.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (inadequate connection to the pump).